Manufacturer narrative:
This lot was manufactured october 18, 2017 - october 19, 2017. One actual infusor unit was received at the plant for evaluation. A functional leak test was subsequently performed by manually filling the unit with green colored water. During fill, leak/backflow was observed at the fillport. Further examination on the unit revealed the cause of the leak/backflow condition was due to a particle approximately 1.04 mm in length, lodged under the device checkband. The white particle was subsequently identified to be acrylic material via ftir spectroscopy testing. Acrylic is the material of the device stressmember. This is not a foreign matter. No signs of damage or leak were found at the ¿cap¿ or ¿tip of the cap¿. The reported issue was verified. The cause was the acrylic particle under the checkband. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill port of a large volume infusor was damaged, leading to drug leaking from the port. This occurred before use. There was no patient involvement. No additional information is available.